Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of 500 mg/dl. Customer reported that cannula was bent from several infusion sets from the same lot. A box of infusion set would be replaced.